Event description:
Device malfunction: device #2 blocked marker lumen. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the left femoral artery using the proglide device after a diagnostic procedure. Reportedly, there was no pulsatile flow through the marker lumen. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using manual compression. Reportedly, the patient was obese. There was no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: part #12673-03, lot #76017-6h will be filed under medwatch MFR #2953144-2009-00721. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.